Event description:
Edwards received notification that an inspiris resilia valve model 11500a23 was explanted due to pannus leading to increased gradients after an unknown implant duration. No other information was provided at the time of the reported event.

Manufacturer narrative:
The subject device is not available for evaluation at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non conformances, which most likely would be identified intraoperatively or early post implant. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a patient who was 49 years old at the time of the implant, at follow up echo approximately eleven (11) months and eighteen (18) days after the implantation of an inspiris resilia valve model 11500a25 presented with high gradients (peak: 50mmhg, mean: 29mmhg, area: 1.2cm2). Another follow-up echo was performed one (1) year and eight (8) months after the implant procedure showing similar gradient elevation at 35 / 54 mmhg. As reported, the patient was referred to his cardiologist to follow up and decide if the patient needed a valve replacement in the future. The surgeon was disappointed because the patient was in his early 50s and might need a redo procedure. However, there was no plan for re-intervention. The patient was asymptomatic and under follow-up regularly with control echo.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The subject device was not available for evaluation as it remains implanted in the patient. The device history record (DHR) review could not be performed because the serial number remained unknown.

Event description:
Edwards received notification that pannus leading to stenosis (peak: 50mmhg, mean: 29mmhg, area: 1.2cm2) was observed on an inspiris resilia valve model 11500a23 after an unknown implant duration. As reported, the patient was referred to his cardiologist to follow up and decide when if at all the patient needed a valve replacement in the future. The surgeon was disappointed because the patient was in his early 50s and might need a redo procedure. However, there was no plan for re-intervention yet.

Manufacturer narrative:
H10. Additional manufacturer narrative: echo movie was received and reviewed by an external expert in echocardiography. Per echo image evaluation, the echocardiographic detection of pannus is difficult owing to its proximity to the prosthetic material of the bioprosthesis sewing ring. Pannus might be clinically suspected in a scenario in which there are new or progressively worsening high transvalvular gradients, and no evidence of significant structural valve degeneration or other explanations of the high gradients. Although the submitted movie could be compatible with pannus overgrowth; in the absence of documented high gradients, in the absence of good visualization of the bioprosthesis leaflets, and in the absence of exclusion of other potential causes of high transvalvular gradients, the submitted images are not sufficient to support a diagnosis of pannus. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards received notification that a patient with an inspiris resilia valve model 11500a23 has been placed under consideration for a re-operation due to pannus leading to stenosis (peak: 50mmhg, mean: 29mmhg, area: 1.2cm2) after an unknown implant duration. As per the surgeon, the cardiologist had follow up and decide when if at all the patient needed a valve replacement. The surgeon disappointed that the patient was in his early 50s and might need a redo procedure. No other information was provided.